Manufacturer narrative:
Per the chief of radiology and the acting director, an autopsy revealed that the pt expired due to cardiac arrest. The hospital stated that the incident was pt related and not related to the scanner. The system was immediately inspected by a siemens service engineer and no malfunction was found. The system is operating within specs and no system error has occurred.

Event description:
It was reported to siemens that a pt suffered a cardiac arrest and later died. The pt was an outpatient case. It is unk if the pt was high risk. During the exam the pt suffered a cardiac arrest and was immediately removed from the magnet. CPR was performed, however, the pt passed away. Per the chief of radiology and the acting director, an autopsy revealed that the pt expired due to cardiac arrest. The hospital stated that the incident was pt related and not related to the scanner.